Event description:
Event description guidant received information that the right ventricular was capped and abandoned surgically due to a high impedance. Another right ventricular lead was successfully implanted during the procedure. No adverse patient effects were reported.